Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot up, it was stuck at 00:00. Upon further inspection, philips field service engineer (fse) visited onsite and checked the system and confirmed that the host pc was defective. Fse replaced the host pc but the system was having issues with network connectivity to other components. Fse changed the ippc in m cabinet, but still has bootup issues. Later fse replaced switch and nic software reloaded also os drive in ippc and reset nic card in host pc downloaded software to new clean drive in ippc which resolved the issue. Fse checked the logfiles and found disk bay error related to x-ray pc. The defective parts were returned to failure analysis and confirmed that the host pc has a faulty psu, and the ippc has a faulty hdd bay. The defective host pc no hdd and fast ethernet switch were returned to failure analysis and was not able to confirm failure. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the disk bay. After the replacement of disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome.